Manufacturer narrative:
Concomitant medical products information references the main component of the system and other applicable components: product ID: 3487a, lot# l44866, implanted: (B)(6) 1998, product type: lead. Product ID: 3487a, lot# l50937, implanted: (B)(6) 1998, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for degenerative disc disease. It was reported that the first time they put the battery in they had to change the type of lead. They put it in the front and ran the wire to the back. They had to change the wire. One wire was broken where they stitched it down at the base (patient stated it broke from the gecko). They had to program the other lead with four contacts and not use the other lead. It worked but not as well as if they had two leads. The symptom related to the lead that was broken was reduced effectiveness.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that they are not using their device anymore, and would like to have it removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.